Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen.2 potassium results twice between (B)(6) 2017. Data was only provided for one patient sample. The initial potassium result was 5.8 mmol/l and was reported outside the laboratory. The patient was asked to go to the hospital for a redraw. The result from that sample was 3.5 mmol/l. Information concerning adverse events was requested but it was not provided. No adverse event was reported. The electrode lot number and expiration date were requested but were not provided. The customer ran a precision study for potassium on qc material and the results were good. The field service representative found the consumables may be the cause of the issue. The customer stated they suspected a bad specimen. The customer replaced the "o" rings, cleaned the ise tower, and changed the ise solutions 1 and 2. The customer reran various specimens all with satisfactory results. The field service representative stated at the time of the service visit, the customer felt that the instrument was running within specifications and did not require any service. A query was performed for similar complaints with the potassium electrode. No abnormal trend was identified.